Manufacturer narrative:
(B)(4). Batch # t5ef2k. Device evaluation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge not loaded in the device. The cartridge reload was received fully fired, broken in half and with the pan detached from the cartridge the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could damage to the cartridge. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an appendectomy the stapler was fired successfully, when load was removed the load split in half. The pan of the sled remained within the stapler. The stapler was not able to be reloaded. A similar device was used to complete the case. There were no patient consequences.